Manufacturer narrative:
The aberrometer was replaced for ¿strange image¿ on the wide field of view (wfov) camera, which may have contributed to the reported ¿shadow.¿ the wfov camera provides the user with visualization of the patient¿s eye during surgery and does not impact the functionality of the system with respect to taking measurements. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this aberrometer. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported cylinder and axis "miss" during intraoperative aberrometry. The surgeon is questioning the accuracy of the system. Additional information received; intraocular floaters were noted during measurements.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report was previously filed for the fellow eye.